Event description:
It was reported that during a treatment procedure to place a greenfield filter, the legs did not fully expand. A cavogram had been done prior to the procedure and the physician then advanced the greenfield filter into the inferior vena cava for placement. When the filter was deployed, the legs of the filter did not completely expand. A second greenfield filter was placed and the procedure was successfully completed. The pt is reported as 'fine' following the procedure; no pt injury or complications were reported.